Event description:
It was reported a guidewire became stuck in the balloon catheter. Ultimaster was placed in the lad mid and lad distal. Subsequently, due to calcification causing poor expansion, a post was performed using nc emerge. During the sixth expansion, the guide wire rose grey (nipro) became stuck, and it was not possible to remove only the nc emerge. Finally, removed it together with the rose grey. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).